Event description:
It was reported a potential near miss with PICC stylet nearly breaking during procedure. You can see a hard bend in the last 4 cms where the stylet is barely hanging together. The team indicated there was no difficulty in passing the stylet in the patient and they visualized the stylet pre-procedure to ensure it was intact. No patient harm was mentioned or documented. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a potential near miss with PICC stylet nearly breaking during procedure. You can see a hard bend in the last 4 cms where the stylet is barely hanging together. The team indicated there was no difficulty in passing the stylet in the patient and they visualized the stylet pre procedure to ensure it was intact. No patient harm was mentioned or documented. No other information was provided.